Manufacturer narrative:
It was reported that revision surgery was performed because the patient had developed soft tissue laxity, and needed the polyethylene insert to be upsized. The old poly was replaced with a thicker one. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. No relevant documents were received to fully evaluate the complaint, thus no further medical investigation is warranted for this case. All the other components were well fixed and in good working condition. Due to the limited information provided, no root cause can be determined at this time. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. (B)(4).

Event description:
It was reported that revision surgery was performed because the patient had developed soft tissue laxity, and needed the polyethylene insert to be up sized. It was used verasense to determine the appropriate soft-tissue balance and the old poly was replaced with a thicker one. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.